Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
On or around (B)(6) 2008, a miniarc was implanted to treat for stress urinary incontinence. Plaintiff's attorney has alleged that, "as a result of the implantation," the plaintiff had "suffered serious bodily injuries, including pain, discomfort, pressure, swelling, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, and bleeding." It was also alleged that, "as a result of having the synthetic mesh system implanted into her, plaintiff has experienced significant mental and physical pain and suffering and she has sustained permanent injury." Also alleged, plaintiff suffered injuries from the mesh, "including mesh erosion, hardening, chronic pain and worsening urination;" required and will continue to require healthcare and services; has incurred and will continue to incur medical and related expenses; has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages.